Manufacturer narrative:
Concomitant products: catheter model 8709, lot# l64346, implanted: (B)(6) 1999. (B)(4). Only the pump was returned. Final analysis of the pump revealed motor/gear train anomaly and/or wear and/or lubrication issue. Baclofen was found in the reservoir.

Event description:
Pump was removed prophylactically to avoid in-vivo battery depletion. Patient recovered without sequella. Returned for disposal. Device system was used to infuse dilaudid.